Event description:
Information was received that the enclosure of the device appears to have been damaged. The patient was using the device at the time of the reported incident. There was no reported patient harm. The device was thrown away by the patient and cannot be returned for investigation. The alleged failure has not been confirmed.

Manufacturer narrative:
Na